Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom.

Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The blood glucose level was high and the patient was treated with pump correction bolus. No further information available.